Manufacturer narrative:
Patient codes: 1829 labeled. Device codes: 1562 not labeled. Internal file number - (B)(4). Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the single leaflet device attachment clip had dislodged from both leaflets and is in the left ventricle. The patient is scheduled to have surgery for removal of the dislodged clip and mitral valve replacement. No additional information was provided.

Manufacturer narrative:
Patient codes: 1710 labeled 2104 labeled. Internal file number - (B)(4). The mitraclip was explanted and discarded after surgery. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to medwatch follow-up # 1, the following information was received: on (B)(6) 2019, the patient was seen for a routine annual visit and reported having chest pain. Echocardiogram found that the mitral regurgitation (mr) grade was severe and the clip embolized to the chordae. On (B)(6) 2019, the patient underwent mitral valve replacement surgery. Tissue was noted in the clip. No additional information was provided.

Manufacturer narrative:
Patient codes: 1829 labeled. Internal file number - (B)(4). Patient codes - 1829 added. The reported patient effect of embolism as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019 the patient was treated with medication and blood transfusion. The patient was discharged from the hospital on (B)(6) 2019 when the condition had resolved without sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional mitraclip device (B)(4) was filed under medwatch report # 2024168-2019-00456. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history did not identify a lot specific product quality issue. Based on the information reviewed, the reported single leaflet device attachment, device damaged by another device and difficult to remove appears to be related to user technique/procedural circumstances. The reported patients effects of mitral regurgitation and dyspnea were cascading effects due to slda. These patient effects as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation of the first implanted mitraclip. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a posterior flail. There was difficulty with visualization on the echocardiogram due to the anatomy. The first mitraclip was implanted without incident. There were device issues with the second mitraclip, but it was successfully deployed. During the procedure, the two mitraclips became entangled and were difficult to remove from each other. The chordal rupture may have been caused by the clip entanglement. Mr was reduced to grade 1. At a routine clinic follow-up visit, on (B)(6) 2019 a chest x-ray found the first mitraclip appeared abnormal, which led to the transthoracic echocardiogram. It was suspected that slda occurred after the chest x-ray on (B)(6) 2019 and confirmed on (B)(6) 2019 via echocardiogram. Mr was grade 4. The clip interaction from the clip procedure may have contributed to the slda. The slda is related to the leaflet anatomy, such as bileaflet prolapse, barlow's valve, thick/friable/redundant leaflets. The patient had worsening shortness of breath, but the patient was not re-admitted to the hospital. The posterior leaflet is no longer attached to the mitraclip. The patient will be treated with follow-up visits. No additional information was provided.